Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: it was reported" some sutures were detached from the needles in a row during continuous suturing". How many devices were involved in this single procedure? =>no further information is available. Lot number: the lot number is unknown. Procedure name: no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle during continuous suturing. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.